Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with 3.5 x 20mm maverick balloon catheter. A 4.00 x 12mm promus element plus stent was advanced and deployed to the lesion. The stent was deformed by an unspecified size ivus catheter. They implanted another stent to treat the area where the stent was deformed. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).